Event description:
Provider alleges consumer has flipped back twice while in the chair.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Manufacturer narrative:
The alleged condition (flipping backwards) could not be duplicated during functional testing. Based on the visual inspection, the evaluator can not rule out improper back installation (post final release) per the owner's manual. (Pgs. 11-12).

Event description:
Provider alleges consumer has flipped back twice while in the chair.